Event description:
Attorney alleges the patient "sustained physical injuries consisting,among other, of severe pains caused by uncontrolled discharges." It is further alleged that as a direct result of this, the patient "sustained several episodes of cardiac arrest that caused her death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Attorney later alleged that as a direct result of the "design, manufacture, assembly, marketing and sales of the sprint fidelis leads, (patient) has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages."

Event description:
Attorney alleges the patient "sustained physical injuries consisting,among other, of severe pains caused by uncontrolled discharges." It is further alleged that as a direct result of this, the patient "sustained several episodes of cardiac arrest that caused her death." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested but has not been received.